Event description:
I was administering the covid-vaccine to a patient and syringe came undone from the needle. The covid-19 vaccine ran down the patient's arm, while the needle stayed in right deltoid. The syringes had been checked twice by the two rn, phn's administering the vaccines. We checked to make sure they were screwed on correctly. FDA safety report ID # (B)(4).